Manufacturer narrative:
Additional information: a review of radiographic images show single flouroscpic view provided by description cage (l5-s1 interbody) was cracked outside patient, no defect is visible in the hardware in this image. Intra-op judgment was exercised by the surgeon regarding utility of device and implantation was completed.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown alif procedure at l5-s1. Intra-operatively, it was reported that the cage cracked inside the patient. "The cage was implanted and the surgeon decided to leave it in the patient."